Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) was noticed to have cable loose. The procedure was completed with no reports of patient harm, adverse outcome or injury with no delays. No fragment fell into the patient.